Manufacturer narrative:
Additional information received from the customer stated that when performing a system check-out with incorrectly mounted patient tubings, the system check-out failed, but when performing a leakage test only, the test would pass. To be able to detect incorrectly mounted patient tubings when the stand-alone leakage test is performed, a redesign of the system sw has been implemented.

Event description:
(B)(4).

Manufacturer narrative:
A supplemental medwatch report will be provided when the investigation is finished.

Event description:
It was reported that after the hospital staff accidently had switched positions of the expiratory patient tubing connection and the manual breathing bag connection on the patient cassette. This would lead to an improper ventilation if it would occur during patient treatment. There was no patient connected to the anesthesia workstation at the time.